Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 23, pump error 24, pump error 68 or pump error 49 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level unknown. It was confirmed that the fill cannula was not recorded in daily history. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.